Event description:
It was reported two days post revision the pump wound dehisced and needed to be closed. For several weeks, the patient was unable to get an appointment to see the hcp that performed the revision. The wound needed to heal by secondary intention. Approximately six weeks later, the pump was removed. The reporter had concerns related to the patient's management. Final patient outcome was not reported. See MFR report #2182207200907127.